Manufacturer narrative:
Qn#(B)(4) the customer returned one unit 5-10405 et tube, uncuffed, 2.5 for investigation. A suction catheter was also returned. The returned et tube was visually examined with and without magnification. Visual examination revealed that the tube was kinked on the proximal end of the murphy eye. Functional inspection was performed to try and pass the suction catheter through the et tube. The suction catheter was unable to pass the section of the tube that was kinked, confirming the reported complaint. A non-conformance has been opened at the manufacturing site to further investigate this issue.

Event description:
It was reported "the customer contacted us stating that they have item # kc5-10405 et on hand that is defective. They stated that the tube was placed in the patient, the patient started decompensating, tried to pass a suction catheter through, would get stuck. Extubated patient and reintubated with new tube. They took the suction catheter to an old tube and noticed inside of the tube was narrowed, and the catheter would not pass through". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 samples were taken from the current production; the samples were visually inspected, and issue reported "occlusion - kinked" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the customer contacted us stating that they have item # kc5-10405 et on hand that is defective. They stated that the tube was placed in the patient, the patient started decompensating, tried to pass a suction catheter through, would get stuck. Extubated patient and reintubated with new tube. They took the suction catheter to an old tube and noticed inside of the tube was narrowed, and the catheter would not pass through". Patient condition reported as "fine".